Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high reading of "288 mg/dl" compared to "211 mg/dl" obtained on another device. The readings were taken within 30 minutes of each other. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with self adjusting insulin. The inaccurate high issue began on (B) (6) 2010. Based on the alleged high issue, the patient reportedly did not take any action in regards to the usual routine of diabetes management. (B) (6) 2010, the patient allegedly "overdosed on insulin" after he took insulin per a reportedly high reading obtained on the lfs product. Sometime later that day, the patient claimed the healthcare provider tested the patient on the hospital meter and treated the patient with a glucagon injection. The patient was unable to provide a numeric value during the alleged medical intervention. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. During troubleshooting, the customer care advocate verified that the results were taken from an approved sample site. This complaint is being reported because the patient claimed he received medical treatment that would be suggestive the patient had acute complication of diabetes after he took insulin per an alleged inaccurate high reading obtained on the lfs products. Replacement products were sent to the patient.